Event description:
It was reported that the patient presented to the clinic multiple episodes of non- sustained ventricular oversensing were observed. The patient was in atrial fibrillation with rvr. Intermittent loss of ventricular capture follow by undersensing was noted. The lead was capped and replaced. The patient is doing well.